Event description:
It was reported that the voyager nc was removed from the package and primed. During an attempt to apply negative pressure to the device, the proximal shaft separated from the hub. Another voyager nc was used to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted that the balloon was tightly folded. The hypotube and jacket were separated 115cm proximal to the guide wire exit notch, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation. The jacket material was stretched at the separation. The proximal portion, including the hub, was not returned. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the shaft was inadvertently handled prior to the procedure, resulting in the shaft kinking as there was no damage noted to the catheter during unpacking, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further manipulation of the shaft would ultimately result in the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported shaft separation appears to be related to the operational context of the procedure.